Manufacturer narrative:
The results of the evalustion suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
Tibial insert would not snap in. There was no adverse consequence to the pt.